Manufacturer narrative:
The product support engineer advised customer to replaced the flow sensor. The product support contacted the customer several times to follow-up if the unit is been repaired. After numerous attempts to obtain information on the repair of this device this complaint is being closed due to no response from customer. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The respiratory therapist (rt) stated that they were experiencing low volumes. No patient or user harm was reported. Event date not specified; estimate used.